Event description:
Allegedly removed during revision surgery.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated, when the investigation is complete. This is the same event as 1043534-2009-00166, 00168.